Event description:
The lay user /patient contacted lifescan (lfs) on october 21, 2006 alleging that his one touch ultra meter had a cloudy display. A medical affairs specialist mas) sent a letter and also listened to the recorded call and obtained the following information: the patient has had the meter for almost a month. She mentioned that due to the cloudy display on the meter, she went to the ER three times. The patient denied trauma toward the meter. On october 20, 2006 the patient felt faint and attempted to test her blood glucose; however, the lcd screen on the meter was cloudy; therefore, she was unable to verify the readings. Since she was unable to obtain a reading, she drank plenty of water. At around 2:30 pm, the patient went to the ER and her blood glucose was 532 mg/dl and she was treated with novolog insulin via IV. The patient does not know what her blood glucose reading was prior to leaving the ER. The customer care advocate (cca) sent the patient a replacement meter. No further customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, reading prior to the event, how long the patient was experiencing the issue with the meter, how long she was in the ER and the other 2 incidents that lead her to the ER. The complaint is being reported because the patient was unable to verify her blood glucose readings due to the cloudy display and while having the meter issue the patient had symptoms and was treated by medical professionals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.